Manufacturer narrative:
The field service engineer found the sample probe had buildup on the outside and had a partially clogged tip. He replaced the probe and performed adjustments to the probe and external rinsing of probe. The customer ran calibration and qc and all results were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for one patient from the cobas 6000 c (501) module. The initial alb2 albumin gen.2 result was 0.2 g/dl and the repeat result was 2.7 g/dl. The initial ca2 calcium gen.2 result was 5.6 mg/dl and the repeat result was 9.3 mg/dl. The questionable results were not reported outside of the laboratory. The albumin reagent lot number was 48502501 with an expiration date of 30-sep-2021. The calcium reagent lot number was 48221601 with an expiration date of 30-sep-2021.